Event description:
It was reported that the balloon ruptured at 8atm and produced a "bleb" or bubbled appearance under cine in the area of the balloon. When removed, it was noted that a leak occurred under the membrane. The bubble did deflate in the coronary without problems. No pt injury was associated with this incident.